Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reports dentist recommends ceasing byte treatment. The dentist stated, clinical exam found a class 2 malocclusion with a severe deep bite and moderate maxillary and mandibular crowding. When comparing currents exam with records from (B)(6) 2024, the malocclusion has not improved and therefore recommends discontinuing treatment and considering other orthodontic treatment options.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.